Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported an unknown reading issue with the abbott diabetes care (adc) device. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Per customer: ¿my libre 3 diabetic devices failed time after time, I fell broke a toe, passed out etc.¿ adc customer service attempted to contact the customer and was successful. Customer reported that they lost consciousness because of the low and high readings. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to the FDA. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.